Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient noted a red mark on their back that looked and felt like a bug bite. The following day it became larger and seemed to track along the scs lead site. It was assessed that the patient had a rash that was mild in severity. The rash was treated with a topical triamcinolone cream. The event was assessed as not related to the procedure, and possibly related to the devices. The event has resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family scs-linear leads. Upn m365sc2218700. Model sc-2218-70. Serial-lot (B)(6). Batch 7084100. Product family scs-ipg-r-MRI. Upn m365sc12160. Model sc-1216. Serial-lot (B)(6). Batch 540338.